Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Early loosening of the radial head prosthesis. This was implanted on (B)(6) 2017 in (B)(6). Removal of the loosened prosthesis.

Manufacturer narrative:
Since this has been recognized as not being a stryker product, an investigation cannot be made. The visual inspection of the returned device actually proved that this product is not a stryker device. A thorough inspection shows that the logo laser marked on the device is ascension medical's, which allowed us to identify the product as the ascension modular radial head prosthesis. The investigation of this event should thus be performed by that company.

Event description:
Early loosening of the radial head prosthesis. This was implanted on (B)(6) 2017 in edinburgh scotland. Removal of the loosened prosthesis.